Event description:
Customer felt sweaty and took a reading of 210 mg/dl on her aviva system, customer took a bolus of 2.1 units on her insulin pump and then retested 8 minutes later and obtained a reading of 65 mg/dl. She then ate some candy and drank juice. About 20 minutes later, the customer obtained a reading of 187 mg/dl and 95 mg/dl on the aviva system within 10 minutes. No actions taken based on device results for this event. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.